Event description:
On (B)(6) 2003, it was initially reported that an overdose occurred following a pump programming change. Following a refill on (B)(6) 2003, the pt experienced a grand mal seizure; total loss of spasticity. The pt had not experienced these symptoms in their history before. The pt was admitted to a hospital and all medication was withdrawn. It was noted that the medications in the pump were measured, and it appeared the pump wasn't filled properly. It was confirmed that a volume discrepancy was not found. The hospital submitted the initial medication to a lab for analysis. The pump was later refilled on (B)(6) 2003, and the pt was noted as having been fine. The type of medication, concentration, and daily dose being administered via the pump were not reported. On (B)(6) 2003, it was further reported that the pt's seizure had occurred 24 to 48 hours after the initial refill. Following the seizure the pt became "loose similar to an overdose with baclofen". The pt was treated with dilantin at the hospital, and the symptoms had improved. The pt's pump was later refilled again the week of (B)(6) 2010, and the pt was noted to have been doing well. It was indicated that a head injury occurred in the pt's history. Later on (B)(6) 2010, it was reported that 2 hours following the initial refill the pt could barely sit up, his wrists were totally straight, his words were slurred, and he had started to vomit constantly. The dose was noted as being adjusted the following day to alleviate his symptoms. It was noted that lioresal was administered via the pump. The dosage as of (B)(6) was 2000 at 275 per day. The programming change was noted to have occurred in the time range of 2000 to 2001. On (B)(6) 2010, it was reported that the pt was still completely fine, and he was on his 3rd pump after all these years later.

Manufacturer narrative:
(B)(4).